Event description:
It was reported that during a hospital visit, the health care professional (hcp) experienced difficulties interrogating this implantable cardioverter defibrillator (ICD) device. The hcp called technical services (ts) and requested assistance with troubleshooting. Troubleshooting efforts were attempted, however were unsuccessful due to device was unable to connect to the programmer. The hcp started a heart connect consult session and was able to view the stored device data and have it verbally reviewed with ts. Upon review, the stored episodes showed multiple inappropriate shocks being delivered by the device due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Ts advised the hcp to consult cardiology. No additional adverse patient effects were reported. This ICD remains in service.